Event description:
It was reported that the customer wore the insulin pump during an MRI procedure. It was stated that the insulin pump alarmed motor error and then restarted. The settings on the insulin pump were cleared. It was stated that a new battery was installed and a blank display occurred. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with the operating currents within specifications. The device was monitored and no blank display noted. However, the displacement test was performed and the test failed followed by a motor error as a result of a motor encoder signal being out of phase.